Manufacturer narrative:
Device evaluation: results - a sample is not available for investigation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion - without a sample, an absolute root cause for this incident cannot be determined.

Manufacturer narrative:
The date received by the manufacturer is used. (B)(4). Device evaluation: a sample has not been received for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that after injection, the nurse activated the white shield to cover the needle on the suspect device. When pushing the shield straight up, she felt the shield was a bit tight and didn't glide smoothly and the nurse received a needle stick injury. The source patient is positive for (B)(6). Although the nurse has (B)(6) antibodies, she followed the hospital's needle stick protocol. At the time of report, no medical intervention was provided.